Event description:
A report was received that patient's thoracic incision opened up and exposed the implant. Patient¿s other symptoms of infection were redness and open incision. Patient was prescribed with bactrim antibiotics. Patient underwent an explant procedure wherein all device components were removed. The cause of infection was unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.